Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25 due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected. Customer blood glucose value was 154 mg/dl. The customer stated that the customer stated that they were able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.